Event description:
It was reported to boston scientific corporation in 2007 that a resolution hemostatic clipping device was used during a hemostasis on a dieulafoy ulcer performed on a 70 year old female patient four days prior (patient weight unknown). According to the complainant, "the blue slide could not be completely brought against the white handle. Nevertheless, the clip could be opened and pre-deployed, but the deployment could not succeed. The clip did not completely leave from the external sheath and so remained hung with the deployment system. The team cut the deployment system at the level of the handle, and shortened the outer sheath to release the clip." There were no patient complications as a result of the malfunction of the device.

Manufacturer narrative:
The device appears to have been fully deployed properly. Upon inspection of the device, it was noticed that the clip assembly was deployed and not returned with the device. The coil, control wire, and the over sheath were all cut approximately 1.0" from the distal end of the handle. The sheath grip was detached and returned with the device. Other than the device being cut by the end-user, the device appears to have been deployed properly. Without the clip assembly, no further investigation can be done. The cause of the reported complaint is undetermined.